Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. The event was confirmed through medical review of provided documentation. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: instability due to an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size relative to the ligament constraints of the knee as determined by the native anatomy. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: revision surgery took place due to instability whereby the reported insert was revised. Review of the medical documentation provided indicates: instability due to an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size relative to the ligament constraints of the knee as determined by the native anatomy. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of total knee arthroplasty for instability.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of total knee arthroplasty for instability.